Event description:
It was reported that while the last screw was being inserted, the ring popped out. Plate was removed and replaced.patient outcome: no adverse effect reported as a result of this event.